Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the implantable cardioverter defibrillator (ICD) exhibited atrial loss of capture. No changes or interventions were reported. There were no patient consequences.